Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During the cuff test, the inflated tracheal cuff was not able to be deflated completely. No patient involvement.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The returned unit was inflated and the tracheal cuff inflated without any issues but the bronchial cuff failed to remain inflated. The tracheal cuff was fully deflated and no issue noted. The stylet wire was removed and the tracheal cuff was reinflated without the stylet wire contained in the tubing and the tracheal cuff inflated without any issue. The tracheal cuff was deflated without any issue noted. The reported defect could not be detected on the tracheal cuff when testing the tube with the stylet wire present in the tubing or when it was removed. The bronchial cuff was leak tested under water and leakage was detected from the cuff body. Further examination of the bronchial cuff shows a clean cut slit to the cuff body. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications.